Event description:
A resident was being raised to a standing position with an ez stand when the top mounting point of the actuator broke due to excessive wear. The lifting arm of the ez stand lowered the resident onto her wheelchair. No injury occurred. Ez way contacted the facility to discuss the event, and instructed them on the need to properly inspect and maintain the equipment. Ez way states in its preventative maintenance instructions the need to inspect all actuator mounting points for wear on a monthly basis, apply grease, and replace the actuator at any sign of wear or elongation of the mounting point. The mounting point of the actuator had been completely worn through, and had not been properly inspected or maintained.

Manufacturer narrative:
Ez way contacted the MFR of the actuator, linak, who verified the need to inspect and grease the actuator at its mounting points, and replace at any sign of wear. Ez way is continuing to investigate add'l options and preventative maintenance communications.